Event description:
It was reported the following event occurred during a matrix spine procedure. The matrix threaded holding sleeve did not connect to the screw correctly and when seated the screw appeared to be crooked. The threads on the sleeve appeared misshaped. After locking the set screws down the surgeon reviewed the screw position and determined that some of the screws needed to be repositioned. While attempting to remove the cranial-most screw on right t11, part number 04.632.650, the locking screw would not loosen, even with using the torque limiting handle according to the technique guide. The locking cap seemed to be cold-fused. After unsuccessfully trying to loosen the cap for 10 minutes the surgeon had to cut the rod and helicopter the screw out of the patient to remove the screws below. The screw was then replaced and the surgeon completed the surgery. During the attempted removal of the locking cap, the tip of the driver became bent. The surgery was delayed by 20 minutes due to the complaint event. It was reported that the fracture was successfully reduced and the patient's outcome was good. This report is for the holding sleeve-long for matrix. This report is 5 of 7 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient case # (B)(6). A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
A review of the device history records was reported on the initial. The complaint product was visually evaluated upon receipt and it was observed that the threaded tip of the inner sleeve is just beginning to crack and separate between the threads. This damage is not visible on the outside but can be seen clearly on the inside. The knob shows signs of light wear. Due to an unknown cause, the device will not align properly with the screw. The material of the inner sleeve was confirmed to be within specification as well as the hardness and thread dimensions. The threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing. This complaint is indeterminate from a manufacturing position. This date was reported incorrectly on initial medwatch. The date is 7/29/2011.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed for the complaint product. Upon receipt, it was noted that the distal tip of the outer sleeve shows damage to the threads. The distal two threads failed at the minor diameter. The sleeve does not spin freely. The remainder of the instrument is in good condition. The complaint product, part number 03.632.036 is a locking holding sleeve for the matrix pedicle screw system. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The lot number for this complaint is 6611823. Synthes received this lot in july 2011. This issue had since that date been investigated through internal remedial action which resulted in changes to the technique guide. The complaint lot number predated the changes to the technique guide. Mechanical testing of this instrument has shown that when installed properly the torsional strength of the threads are in excess of 10nm. It would be extremely difficult to apply a torque of that magnitude to the small knob provided to tighten this instrument. Based on the threads below the fracture point on the returned instrument it appears that the instrument was cross threaded to the bone screw and weakened to the tip of the instrument. Based on this evaluation, this disposition is valid from a design perspective.